Event description:
An (B) (6) year old female underwent aaa repair on (B) (6) 2010. The patient had narrow distal aorta prior to case and access vessels at 5-6 with some calcification. Originally planned as evar but after image review, decided to do aui. The physician said he would do a balloon angioplasty and dilate if need be. Once the procedure began, it was noted the vessels were soft with the introducer, did an intraop angio to see where the device would land. Device was prepped in usual fashion and delivery was unsuccessful. Physician stopped and performed balloon angioplasty and dilation with 14, 16, 18 dilators (without difficulty). Attempted delivery of the device and the external iliac tore. The rupture was controlled and repaired. Secondary physician came in to assess and it was decided to go ahead with the procedure with iliac conduit on the right. External iliac was repaired and conduit placed. At some point, the vena cava was injured and the patient began bleeding from the vena cava. Patient had significant blood loss. The vena cava site was repaired, the patient was stable, so completed evar. Graft delivered through the conduit, leg extension placed, and another manufacturer's occluder plug was placed in left common iliac. Final run revealed type ii endoleak, so decide to leave and review on follow up CT. Fem-fem was performed and the patient remained stable but still "oozy" and no pulse on the right leg so thrombectomy performed, incision closed and there were palpable pulses on both sides. Patient was stable and transferred to the sicu doing well.

Manufacturer narrative:
(B) (4). The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the ifc emphasizes that morphology should be compatible with vascular techniques and delivery systems of a 18-22 fr. Introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endograft. The complaint correspondence indicates that the anatomy was outside criteria of IFU because of the narrow distal aorta and size of the access vessels. The external iliac tore when attempting delivery of the device. The damage was controlled and repaired. The events that occurred after the perforation of the iliac were said to not be related to the complaint device. There is no evidence of a design or process induced failure of the complaint device that resulted in the complaint event. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and no additional actions are required at this time.